Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that the patient was having issues connecting the handset to the communicator. A lot of the time, when they opened the myptm application and placed the communicator over the pump, the loading screen would keep on spinning and would not connect even after moving the communicator around. The patient also mentioned that the device took a while to connect and they had to resync several times. Patient services reviewed information. The patient stated that the nurse had already helped them to clear the data and the cache on (B)(6) 2026 but they were still having issues connecting. The patient stated that th issue started "probably couple of weeks ago". The patient mentioned that the nurse asked them about the loading screen getting stuck at 90% but the patient was able to do a bolus on (B)(6) 2026 without a lag. Patient services reviewed information. The patient explained the issue vaguely. During the call to patient services, the patient was already connected to the myptm application and it showed that they were locked out for an hour and 55 minutes. Patient services had the patient close the application and connect again. The patient confirmed that they were able to connect without a problem. The patient mentioned that, on (B)(6) 2026 after clearing the data, they were still having a problem connecting the communicator. The patient also stated they always shut the communicator and the handset off after they used it and this was the second time they "closed out the data" on their handset. Patient services reviewed best practices. Patient services instructed the patient to monitor the issue and would call back if they were still having a problem.